Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed many sequential, slightly curved splits in the catheter tubing between the 34 and 35 cm depth markers. The catheter was dissected, and the damage was found to be slightly less extensive on the interior, which suggests the damage originated from the exterior of the catheter. The extent, shape, and pattern of the damage observed on the returned sample indicate the catheter was most-likely damaged due to contact with a metallic instrument such as forceps or hemostats. A lot history review (lhr) of reez3970 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, leakage occurred, and a pin hole was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, leakage occurred, and a pin hole was found on the catheter. There was no reported patient injury.